Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the patient had hip surgery a few months ago, and two days after the surgery he had the following symptoms: unresponsive, drowsy, and placid. The patient was given a double dose of seroquel, which was reportedly what caused those symptoms. The symptoms were not related to the drug infusion system per the healthcare provider (hcp). The hospital where the patient had the surgery increased the dose per day of the baclofen a day or two after the surgery, and then the patient had the symptoms listed above. The patient did not want to continue therapy since the pump was getting close to the elective replacement indicator (eri). On (B)(6) 2015, the patient came in to the hcp and the dose was at 500 mcg/day. The hcp then lowered the dose to 312 mcg/day that day. On (B)(6) 2015, the dose was lowered to 200 mcg/day. The patient then had surgery and the hospital where the surgery was performed increased the patients baclofen dose to 300 mcg/day a day or two following the surgery. Weeks later the patient mom called and the caller lowered the patient dose to 150 mcg/day and then two weeks later decreased to 100 mcg/day. This was where the patient was at on the date of the report. The hcp wanted to decrease by 50% every 2 weeks to wean patient off the drug. The pump system was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.